Event description:
It was reported that a high out of range reading was seen when it comes to this right ventricular (rv) lead and device. The patient was called into clinic for review. Technical services (ts) reviewed the device data and noted that this did not appear to represent a gradual rise in shock impedance, rather normal variability and possible patient factors. Ts recommended routine follow up as well as possibly adjusting the limit to 150 ohms in case an alert is triggered a review will be prompted. At this time the system remains implanted. No adverse patient effects were reported.